Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient was inserted with a new sensor on (B)(6) 2025 and the symptoms appeared on the same day. The patient consulted their hcp who prescribed ibuprofen 600 and recommended patient o let the wound rest for few days. The patient informed customer care that symptoms were getting better. Sensor serial number was not provided by the patient and could not be found on data management system (dms) either as it was not yet linked to the transmitter. Since symptoms like pain and bruising are a known and anticipated adverse effect, this incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient reported bruising and pain around the insertion site. The symptoms first appeared on (B)(6) 2025. The sensor was inserted on the same day. The patient consulted hcp who prescribed ibuprofen 600.